Manufacturer narrative:
The field service representative (fsr) performed troubleshooting, identifying that liquid was dripping onto the cuvettes as the external waste pump was clogged. The representative cleaned the debris and replaced the tubing, peristaltic head (rohs) ((B)(4)) which resolved the issue. A review of service history for the alinity c processing module serial number (B)(4) revealed no additional erratic or discrepant patient results, nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the tubing, peristaltic head (rohs) ((B)(4)) did not identify any trends. Review of tracking and trending for the alinity c processing module did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the tubing, peristaltic head (rohs) ((B)(4)) or the alinity c processing module serial number (B)(4) was identified.

Event description:
The customer generated discrepant carbon dioxide results for one patient. The following information was provided: carbon dioxide sid (B)(6), initial result 44.8 mg/dl, repeated on another analyzer 25.2 mg/dl, patient history of 25 mg/dl. No impact to patient management was reported.